Event description:
Resident was being pushed down corrider with belt in place. Resident dropped feet to floor causing chair to stop suddenly causing resident to be thrust forward out of chair. Belt buckle was broken at time of or prior to fall. Belt did not keep resident from being thrust forward out of the chair.